Manufacturer narrative:
(B)(4). Title impact of radiofrequency ablation-induced glisson's capsule-associated complications in patients with hepatocellular carcinoma source plos one, date of publication: 18 january 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between april 2004 and december 2012, in a study to investigate the impact of rfa-induced glisson's capsule associated complications on liver function and prognosis on hcc patients. The procedures were performed under real-time ultrasound guidance and a 17-gauge cooled-tip electrode. Out of 170 patients 1 had organ injury.